Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter passed the optical inspection. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.

Event description:
Patient reported she has experienced elevated blood glucose for 3 weeks. She delivered insulin via the infusion device and increased the basal rates, but this was not successful in lowering her blood glucose. She then delivered insulin via syringe, and this was successful. Her doctor believes the insulin delivery of the infusion device is too low. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.